Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particles on the shell, a curved opening on anterior, and the weight the device within specification. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.